Event description:
Pt was involved in a motor vehicle accident (mva). The date of the mva is unk. During a post operative office visit, sometime after the mva, the physician discovered that one locking cap was broken from the plate. No revision surgery has been performed.